Event description:
Infant was placed on a heating pad for 3 hrs during a cardiac catheterization and sustained a burn on the left lower aspect of her leg from the upper calf to the ankle. A towel and disposable blue pad were placed on top of the heating pad. The infant was transferred to another facility that deals with burns. Possible muscle damage that will require skin grafting.